Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump was experiencing shortened battery life and one instance of power loss. It was noted that the battery cap has never been changed and is original to the pump from (B)(6) 2013. The user guide instructs the user to change the battery cap every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box did not include data from the alert date; there was no history of related issues. The battery compartment showed no evidence of damage and there was no evidence of moisture within the battery compartment. The battery cap contacts were found to be within specification and the battery cap was able to be secured properly to the pump. The pump was exercised for 24 hours without experiencing a power issue. The pump¿s electrical current draws were found to be within specification. There was no moisture found within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.